Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side implant deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Additional data: b.5., b.6., d.7., d.10., g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified: white calcification, wear abrasion, crease fold and opening. Leak test was performed and found opening on device. A microscopic analysis was performed which identify puncture opening on posterior/anterior side, consist in the use of some surgical tool and opening sharp in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two puncture opening on posterior/anterior assessed as surgical damage like. A sharp opening on posterior assessed as an unidentified (tear) opening.